Manufacturer narrative:
.

Event description:
During the course of the investigation, the details of the incident were clarified by the customer. According to the customer, neither ECG nor spo2 were picking up or giving a reading on both the dcu docked to the cart and the ip5 in the control room. The customer also clarified that the patient always had a pulse, but it was weak. When the device was not producing any readings, the nurse went in to check for pulse and respirations. When the scan was finished, the nurse checked pulse and respirations again. The nurse quickly brought the patient out of the magnet and hooked the patient up to the ICU monitor for continued monitoring. The customer claimed that they are assuming that the device was not picking up ECG or spo2 readings because the patient's pulse was so weak. There was no reported emergent treatment of the patient. The device was being used for patient monitoring when the reported problem was experienced.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The customer reported that the display was experiencing ECG and spo2 dropout during t1 MRI scan procedures. It was also reported that with one patient, they were getting drop outs for ECG and spo2 during the MRI scan. With this patient, the users reportedly checked the patient connections and were determined to be fine. During the last minute of the scan, the ECG and spo2 dropped out again, but the users completed the scan. After the scan was complete, the users reportedly went into the maget room and the patient had no pulse, but the patient was revived. The customer reported that the drop outs are appearing on the remote monitor (possibly) and that the issue could be due to interference with other wireless equipment in the MRI room. An fse (field service engineer) was dispatched to the customer site. Per the fse, the reported problem could not be duplicated. The fse performed testing of the ECG and spo2 parameters on a patient during an MRI procedure and there was no parameter loss and there was no interruption of communication between the wpu and the dcu or ip5 displays. All tests passed.